Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
Anchor breakage. It was reported that the anchor broke during implant in rotator cuff repair. Changed the new one to complete. There was no adverse event on patient report.

Manufacturer narrative:
(B)(4). The expiration date and date of manufacture have been updated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. This complaint can be confirmed. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).